Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a hyperglycemia event on (B)(6) 2025. The blood glucose level was displayed high at the time of the event due to which patient required assistance from emergency room(ER) and health care professional (hcp) and got treated with multiple daily injection (mdi), intravenous (IV) fluids. Patient was found positive for high ketones level and ketone levels were found to be life-threatening. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6013001 in question was manufactured at the reynosa site. Test results complaint investigation:the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6013001 was manufactured according to the work instruction (wi) version 98 packaging in the multivac14, on 24/apr/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 09/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage and lot 6013001 and no other complaint has been registered in tw for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.